Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(4) distributor reports via e-mail, finding one (1) seal defect (package sterility seal compromised during incoming inspection.